Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
This event was reported based on the physician's preference evaluation. During the procedure, the proximal of the subject stent was not properly opposed. An angioplasty balloon was used to push the stent up, but it did not fully cover the aneurysm, leading to the placement of a second flow diverter. The procedure was completed successfully. No clinical consequences were reported for the patient due to this event.

Event description:
This event was reported based on the physician's preference evaluation. During the procedure, the proximal of the subject stent was not properly opposed. An angioplasty balloon was used to push the stent up, but it did not fully cover the aneurysm, leading to the placement of a second flow diverter. The procedure was completed successfully. No clinical consequences were reported for the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there were no anomalies noted to the flow diverter delivery system prior to use, flushed on table all looked as it should. The patient received dual anti-platelet agents prior to the procedure and post procedure. Access was through radial. The patient¿s anatomy was straight forward. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter was not recaptured/resheathed back during the procedure. The flow diverter did open, with the dysplastic vessels it wasn't opposing proximally most of the flow diverter was fully apposed to the vessel wall when it was deployed, not at the proximal end. A balloon was used to angio the proximal end, the stent then lost 10mm in length and wasn't covering the aneurysm. There was no clinical consequence to the patient due to the reported event, telescoped a wider stent on top, great placement, opened well good result. Patient went home within 24 hours. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.